Manufacturer narrative:
The lot history records of the following sterile implants and individual component parts were reviewed in their entirety during the investigation. These records include quality inspection procedures, component inspection records, component print specifications, component supplier certificates of conformance, supplier inspection certificates, raw material certificates of conformance, and supplier certificates of compliance. No non-conformances were found in any of these records that were reviewed. Description, part number, lot number. Himax 25mm x 22mm x 22mm - sterile kit, 7125-2222kt, 102536. Himax 25mm x 22mm x 22mm - component, 240012ep, 102444. Himax 18mm x 18mm x 18mm - sterile kit, 7118-1818kt, 500184. Himax 18mm x 18mm x 18mm - component, 240008ep, 102887. Himax 18mm x 18mm x 18mm - sterile kit, 7118-1818kt, 102888. Himax 18mm x 18mm x 18mm - component, 240008ep, 102887.

Event description:
Doctor reports that on (B)(6) 2018 he performed multiple midfoot and hindfoot fusions on a patient with diabetes and diabetic neuropathy. At some point post-operation, two of the staples broke on the legs of the implant. Doctor says the navicular experiences avascular necrosis and collapsed post-surgery. He also reports that this patient was non-compliant and was walking on their foot in the 1st month after the operation. Most of the areas fused except for 1 small portion, he says. According to the follow-up, doctor says this patient is doing well.